Event description:
We have an issue with particle generation that has been occurring in all of our clean rooms. A couple of the individually wrapped bd syringe sizes have a plastic backing so it doesn't appear that they are flaking, but the 1 ml, 3 ml and few of the other sizes have the paper backing that sheds when torn on the perforated line connecting the syringes together.